Event description:
Boston scientific received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedances. A surgical procedure was performed where it was determined that the distal high voltage set screw was loose. The set screw was re-tightened without further issue. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, available information indicates that the device remains in service. There is no additional information available. Should additional information become available, this report will be updated.